Event description:
Our intn'l affiliate reported that the packaging containing this sterile blade has a deformity. The deformity noted was described as a pin hole in the packaging tray. There was no patient involvement, injury or surgical delay resulting from this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this blade and packaging for evaluation. A visual examination of the product confirmed the reported problem. A deformity was noted in the distal corner of blister packaging containing this sterile blade. Further investigation found the packaging compromised. An investigation for this failure mode remains in process.